Event description:
It was reported by an attorney that a patient underwent a surgical procedure on (B)(6) 2010 to repair tetralogy of fallot with dorv/tof, a long sector, and severe rvoto and suture was used. During the surgery along with a longitudinal slit in rvoto sector, and when looking inside the right ventricle, they found a 7 mm diameter defect on the outlet of the ventricular septal. The surgery was completed. When the patient left the operating room his condition started to deteriorate. It was noted that there was bleeding from the heart and the patient developed shock. He was returned to surgery at which time it was noted that the heart stopped and was flat shaped. The surgeon noted that the sutured was damaged and disintegrated. The patient was re-sutured and placed on ECMO. After the second surgery and having put the child on ECMO, the child did not heal, so the surgeons decided to operate for the third due to the deterioration of his health condition, with heart bleeding again. The child chest was re-opened for the third time within the same day in an attempt to control the continuous bleeding. A few hours after the third surgery, the physicians found out that the child¿s heart was bleeding again and they decided to interfere surgically by cutting open the chest for the fourth time and some unknown procedures were taken. On (B)(6) 2010, the two surgeons operated for the fifth time on the child in order to control the bleeding, but their attempts failed as in the previous times, so they decided after two days, on (B)(6) 2010, to perform the sixth operation, following which the child started to show relative improvement and on (B)(6) 2010, they operated for the seventh and last time on the child and he was removed from ECMO. It is reported that these repetitive operations caused a shortage of oxygen delivery to the brain of the child ismail, causing 75% to 80% damage of the brain functions, especially the neurological ones, and he is no longer capable...

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.